Event description:
When removing a clip, the trocar cannula broke into mutliple pieces. Open surgery was required to retrieve the pieces from the patient. All pieces were removed with no apparent injury to the patient. A clip was being removed through a 5mm disposable apples medical trocar cannula using a 5mm ovarian biopsy forceps. During removal, resistance was encountered. The cannula broke into 5 pieces. The hand of the cannula was competely detached from the shaft. The break appears to follow the fascia threads. Three pieces were broken from the distal end of the shaft. These pieces are all on one side and cover 2/3 of the shaft length. The 2 pieces from the mid shaft have jagged edges and also appear to have followed the threads. The distal piece is stretched and broken with smooth edges. There is a crack in the remaining shaft from the broken edge to the proximal end. There are scrapes along the inside edge of the cannula, particularly at the proximal end where the head has broken off. There is also a gouge in the inside wall of the cannula at this location, possibly from being hit with an instrument. After reassembling the cannula, the distal opening was noted to be stretched. The distal opening has an inside diameter of 6.14mm, compared to a new cannula with an inside diameter of 5.75mm. One of the cannulae in a similar trocar package had a chip in the distal edge of the shaft. There were no chips in the distal edge of the cannula that broke. The cannula was stretched at the distal end before breaking. The cannula was most likely not large enough to accommodate the instruments. Both the forceps and the clip were the correct size for the cannula, but combined were most likely too large.